Event description:
Surgeon noticed splintering on the shaft of the instrument during the robotic laparoscopy procedure. Instrument was replaced with a new one. Patient was not harmed.====================== health professional's impression======================wear on the instrument, which is considered semi-disposable====================== manufacturer response for fenestrated bipolar forceps, intuitive======================we returned product per instructions for immediate replacement and reduced cost by company. Instrument is semi-disposable, to be used 10 times only.